Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 5081910, model / catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the ipg revision (MFR report number: 3006630150-2019-04514), the physician noticed that the lead had migrated and had a fracture close to the original pocket site. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.